Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had prime rewind anomaly. Customer¿s blood glucose at the time of the incident was 48 mg/dl and current blood glucose was 184 mg/dl. The customer reported that insulin was squirting out during the manual prime process and there was a lot of cracks and missing pieces on the rim of reservoir compartment. Troubleshooting was performed for rewind anomaly and damage. Troubleshooting was declined for low blood glucose. The drive support cap was appeared normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Device had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.